Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material on usable length of the catheter was observed. It was reported by the biosense webster inc. (Bwi) representative that there was white material seen in the vizigo¿ sheath hub and the dilator was unable to be advanced. The issue was noticed before use. The foreign material was white in color. The device was not used on the patient. The reporter is uncertain if the issue could be related to a hemostatic valve/hub detachment. Nothing was broken just extra material at the hub. It was unknown if the hemostasis valve (gasket) dislodged inside or outside the hub. It was unknown if the brim cap/hub detached from the sheath. The sheath was not used on the patient. The item did not enter patient¿s body. No blood return was observed. The sheath was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was reported.

Manufacturer narrative:
Initially, it was reported that a foreign material on usable length of the catheter was observed. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2022. It was observed that the hemostatic valve was dislodged inside the hub component. The foreign material on usable length of the catheter remains assessed as MDR reportable. The additional finding of hemostatic valve separation was also assessed as MDR reportable. The awareness date is (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material on usable length of the catheter was observed. It was reported by the biosense webster inc. (Bwi) representative that there was white material seen in the vizigo¿ sheath hub and the dilator was unable to be advanced. The issue was noticed before use. The foreign material was white in color. The device was not used on the patient. The reporter is uncertain if the issue could be related to a hemostatic valve/hub detachment. Nothing was broken just extra material at the hub. It was unknown if the hemostasis valve (gasket) dislodged inside or outside the hub. It was unknown if the brim cap/hub detached from the sheath. The sheath was not used on the patient. The item did not enter patient¿s body. No blood return was observed. The sheath was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component, this could be related to the reported white material reported. The shaft and tip were observed bent. The returned dilator was also observed in a bent condition. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device number 00001914 and no internal actions related to the complaint were found during the review. The issue reported by the customer has been confirmed in relation to the hemostatic valve dislodged. The odp (optimal device performance guide) contains caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)